Event description:
Failure to alarm:green power light keeps flicking over to orange with no alarms or warning messages.

Event description:
Failure to alarm:green power light keeps flicking over to orange with no alarms or warning messages.